Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy, straw-colored peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested on (B)(6) 2025 in the hospital presented with pseudomonas, enterobacter (species not reported) and escherichia coli in the cultures and a wbc count greater than 10,000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) cefazolin and IV cephalexin (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy with a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. The patient recovered from this event as he continued IV antibiotics on an outpatient basis. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to ccpd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections the root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of human gastrointestinal (gi) genitourinary (gu) and aerodigestive tracts (enterobacter, e. Coli), as well as an opportunistic pathogen with a high-risk of transmissibility to immunocompromised patients (pseudomonas). Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy, straw-colored peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested on (B)(6) 2025 in the hospital presented with pseudomonas, enterobacter (species not reported) and escherichia coli in the cultures and a wbc count greater than 10,000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) cefazolin and IV cephalexin (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy with a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. The patient recovered from this event as he continued IV antibiotics on an outpatient basis. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to ccpd therapy.